Manufacturer narrative:
The customer performed their own evaluation and repair of the affected unit. User facility performed own evaluation and repair.

Event description:
It was reported that the scale is not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to indicate it was found during investigation that the issue resulted from the customer being unable to install the cb10 assembly properly. The issue was resolved for the customer by the tech giving instructions to the customer via phone on how to correctly install the part.

Event description:
It was reported that the scale is not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.